Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that oxycodone 5mg tablet was not being issued for patient641\f\329688 as the validation code was not going through. A technical support specialist logged in and provided the charge code to resolve the issue. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 1000, there was an issue in dispensing medication. The customer confirmed that oxycodone 5mg tab was not being issued for pt 641\f\329688 the validation code was not going through. However, there were no adverse events or injuries reported based on this event.